Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep): the device was explanted (B)(6) 2020 and was disposed of by the hcp. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient came in after losing a lot of weight said he was having pain at pocket site and physician noticed it was now very superficial. Patient was out on antibiotics, thought was okay until it came back in later on with the battery exposed. Battery was explanted, the case went well. No wound infection. Reconstructed the skin and excised and realigned the edges with sutures and skin staples, left a small jp drain. The issue was considered resolved. No further complications were reported or are anticipated.